Event description:
It was reported that the insulin pump had a battery cap that could not be removed. The blood glucose reading was 100 mg/dl. Replacement of the insulin pump was advised. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap at the coin slot area, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner. The device was received with a blank display due to a corroded battery cap contact.